Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8171755. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-20. Medical device lot #: 8193905. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a crack in it and the stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: we received a complaint from one of our customers that the there is a crack in syringe and rubber stopper is deformed.

Manufacturer narrative:
H.6 investigation summary: five photos and three loose 10ml syringes were received and evaluated. The photos depicted what appeared to be three loose 10ml syringes ¿ the same that were received. One syringe had a jammed stopper condition. Two syringes were observed to have cracked barrels extending lengthwise along the wall outside the scale markings. It was unknown which batch # the samples belonged to. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper and cracked barrel defects is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batches 8171755 & 8193905 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a crack in it and the stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: we received a complaint from one of our customers that the there is a crack in syringe and rubber stopper is deformed.